Event description:
A durable medical equipment supplier (dme) reported that a hospice pt began using a bi-level positive airway pressure (bipap) device and passed away approx two (2) days later. The pt's family alleges the bipap device caused the death. The manufacturer has received no additional info despite continuous follow-up with the family's attorney. The dme reported that the family plans to retain the device. A follow-up report will be filed once the manufacturer's investigation is complete.